Manufacturer narrative:
One used sample was returned for evaluation. A visual inspection revealed that the unit consisted of the needle safety barrel assembly. A microscopic inspection observed the needle was fully retracted into the safety barrel and the white button was depressed. The needle was pushed and repositioned to the out position and no mechanical/physical damage to the spring, needle hub, or grip was seen. A simulated use test was performed by pressing the safety activation button and the needle retracted into the safety barrel meeting no resistance. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6165591. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of a 18 g x 30 mm bd insyte¿ autoguard¿ shielded IV catheter with wings did not function properly, no click was heard, and the needle only retracted part way. There was no report of injury or medical intervention.